Event description:
Patient arrived as trauma activation on (B)(6) from the scene of a motorcycle crash. Patient was transported by lifenet medevac who placed intraosseous catheter in right humerus at 1540 pta in ed for access. Aline and central line placed in ed prior to or. No documentation of intraosseous catheter removal. On (B)(6) patient complained of pain in right shoulder with occupational therapy. X-rays ordered by ortho resident with note of retained foreign body (io needle). No documentation found of when io was removed. Typically, these are removed once central access obtained. Patient sent to or on (B)(6) to remove retained catheter needle, with no further complications.